Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.2 had failed. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 3-2 was failed. A field service engineer (fse) found spring on plunger was broken. Then installed the new spring; after rebooting, drawer was not sensing closed. So, replaced the latch sensor. The system functioned as intended after the field service engineer repaired the device.